Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there was a network issue. A technical support specialist rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not communicate and populate the patient orders, preventing user from removing the required medications. The customer stated that user was able to remove the med from another station and there were no prolong delays. There were no adverse events or injuries reported based on this event.